Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had a left triathlon uni-compartmental knee approximately 5 years ago by dr. (B)(6) patient is currently in excruciating pain and states that there is a chip in the spacer and that it dislodged as well. Patient's time line is as follows: 2010 - initial/primary surgery, 2011 - arthroscopy to remove bone cement debris, 2011 - second arthroscopy, 2016 - removal of debris ((B)(6) 2016). All procedures were performed by dr. (B)(6)